Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: it was reported that, during a ureteroscopy, the handle of the ncircle tipless stone extractor stopped functioning and would not close. The user removed the device from the scope and noted that the extractor basket was no longer attached. The basket was lasered to release the stone and then removed with another extractor. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturer instructions, quality control procedures, functional tests, and visual inspection were conducted during the investigation. One used device was returned in an opened pouch with specimen cup containing basket formation fragment for investigation. Device handle was returned in closed position. The basket was detached from sheath. Collet knob and mlla were tight. Pett measured approximately 3cm. Kinks noted in basket sheath 21, 54.5, from distal tip of support sheath. There was a kink 1.2cm from distal tip. The basket formation segment measured approximately 2.5 cm. The qe requested a revisit to test the function of the handle. A video of the handle functioning has been placed in the file. Due to no basket being present it could not be determined if the handle would have actuated the basket. A document-based investigation evaluation was performed. One non-conformance was found but is not related to this incident. No related nonconformances were recorded, and there have been no other lot-related complaints received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps were discovered during reviews of the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use provided with the device state the following: ¿precaution: do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that the returned device was found to have detached basket as reported. A functional test found the handle did function, but it is possible the device did not function before the basket detached. The basket sheath was found to be kinked in multiple locations, which likely was preventing the basket from closing during use. A cause for the damaged basket sheath could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation = non-healthcare professional - surgery scheduler. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that, during a ureteroscopy, the handle of the ncircle tipless stone extractor stopped functioning and would not close. The user removed the device from the scope and noted that the extractor basket was no longer attached. The basket was lasered to release the stone and then removed with another extractor. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.